Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that on literature review "a comparative study between uncemented and hybrid total hip arthroplasty in octogenarians", one (1) patient who initially underwent index tha surgery with an r3 cup and a cementless polarstem to treat osteoarthritis, experienced a single episode of dislocation sixty six (66) months postoperatively that was managed with a close reduction without any further instability. The patient's outcome is not known. No further information is available.

Manufacturer narrative:
Section d10 was updated. Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the provided literature article was reviewed. Consequently, without the requested clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).